Event description:
It was reported that the right atrial (ra) lead was dislodged as it presented oversensing issues. The right atrial (ra) lead was reprogramed and there is no plans at this time to revise the atrial lead again. This device remains in service. No parient effects were reported.